Manufacturer narrative:
The device was infusing sodium chloride at 15ml/hr. The device was received for evaluation. During functional testing, "did not recognize downstream occlusion" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not recognize downstream occlusion during infusion in the intense care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.